Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the tip of the inserter fractured into the shell upon impaction. There were not any fractured fragments from the inserter that fell into the patient's wound, however, the cup was removed and replaced with a new implant due to the malfunction. Another device was used to complete the procedure without a significant delay.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. A hybrid offset shell inserter was returned for evaluation. The device shows broken hex bolt and also shows strike marks on the handle and strike plate. DHR was reviewed and no discrepancies were found. A root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Concomitant medical product: part #00875705801, shell with cluster holes porous, (B)(4).

Event description:
It was reported that the tip of the inserter fractured into the shell upon impaction. No impact to patient as no fragments fell into the patient's wound. Another device was used to complete the procedure without a significant delay.